Event description:
It was reported that a patient presented with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. A bluetooth reset was performed to restore the device telemetry. The patient was stable throughout.

Manufacturer narrative:
The reported event of the loss of bluetooth telemetry was confirmed. Based on the information provided, it was determined that there were several disconnections due to system timeout, which is indicative of poor signal strength and/or strong interference. No anomalies were detected.